Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.

Event description:
A hospital reported that a rt235 breathing circuit failed the setup leak test. There was no patient connected to the circuit at the time.